Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. About 5 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling of the glue on the distal end occurred because some external force was applied to the distal end, or the device was affected by aging deterioration. The instructions for use have the following statement which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary results are reported in and. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the scope air/water connector is loose and leaking at the s-connector side. The rubber glue is cracked. The camera switch button is cut and not functioning. The forceps cover glue is peeling. The probe unit is dented. The control body and um connector have fluid invasion. The control knob has play/low tension. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing an evis exera ii ultrasound gastrovideoscope, the scope failed the leak test. There was no patient contact impact related top this occurrence.